Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) therapy for a supraventricular tachycardia (svt) arrhythmia. Technical services (ts) analyzed episode data and recommended programming options. No adverse patient effects were reported. Currently, this device remains in service. According to additional information received, the patient received multiple electric shocks as well as anti-tachycardia pacing (atp) therapy for a supraventricular tachycardia (svt) arrhythmia which exhausted therapy. No additional adverse patient effects were reported.